Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event could not be determined.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent anterior cruciate ligament reconstruction on (B)(6) 2015. During the procedure, metal was stripped from the k-wire when it was passed through the femoral aimer. The metal fragments were removed from the patient.

Event description:
It was reported that patient underwent anterior cruciate ligament reconstruction on (B)(6) 2015. During the procedure, metal was stripped from the outside of the drill when it was passed through the femoral aimer. The metal fragments were removed from the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported."